Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test. Monitored for 1 week with no unexpected low battery alerts or pump error 25 alarms noted. No unexpected low battery alerts or pump error 25 alarms noted in the format history file. No cracks on battery tube area or battery cap thread area, however severe scratches on both areas noted during visual inspection. Unit was received with minor scratches on lcd window, pillowing keypad overlay, cracked select, and up arrow buttons on keypad overlay, damaged keypad overlay texture, severely scratched display window cover, peeling off end cap address label, missing retainer, and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped on the floor. The insulin pump had a crack on the upper side. The insulin pump alarmed low battery every 4 hours. Customer's blood glucose level was 211 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. Monitored for 1 week with no unexpected low battery alerts or pump error 25 alarms noted. No unexpected low battery alerts or pump error 25 alarms noted in the format history file. No cracks on battery tube area or battery cap thread area, however severe scratches on both areas noted during visual inspection. Device received with minor scratches on lcd window, pillowing keypad overlay, cracked select and up arrow buttons on keypad overlay, damaged keypad overlay texture, severely scratched display window cover, peeling off end cap address label, missing retainer and missing reservoir tube o-ring.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.